Event description:
Pump overinfusing. Biomed was told by nurse, the pump "runs too fast". The pump was used on a pt at the time. Pt is fine. No other details provided at this time.

Manufacturer narrative:
The device evaluation is underway. Results will be reported when the eval is completed.